Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2024. The blood glucose level was 280 mg/dl at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.